Event description:
The shunt was implanted in 2001 and revised in 2001. Csf did not flow due to obstruction at either the valve or peritoneal catheter, which brought about ventricular enlargement over time.